Event description:
This is filed for failed final arm angle testing and clip opening after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was prepared for use and no issues were noted. The clip grasped the leaflets. Deployment was initiated; however, when removing the lock line, it was noted that the lock line was stuck and could not be removed. The clip was able to be removed from the leaflets and the cds was removed from the patient anatomy without issue. The second cds was then prepared for use and no issues were noted. The clip grasped the leaflets and initial establishing final arm angle (efaa) was performed without issue. The lock line was removed and the second efaa was performed; however, the clip opened to about 50-60 degrees. The clip could not be opened more than 60 degrees, but was able to be reclosed. The clip was deployed. Upon deployment, it was noted that the clip continuously opened to about 30-40 degrees. A second clip was then deployed without issue and the mr was reduced to grade 1-2. At the end of the procedure, the first implanted clip remained stable on both leaflets. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while establishing final arm angle (efaa), clip opened while locked and inability to open the clip more than 60 degrees cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.